Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
Pt's mother contacted dexcom technical support on (B)(6) 2010, to report that pt experienced a failed sensor three days after insertion. Pt's mother reported that the sensor was broken upon removal. The sensor was discarded by pt's mother and is not available for eval.